Event description:
Customer reports unexpected results customer sees in 80 pools 14 positive with cobas (competitor test kit) and just 4 with rna-star complete. Customer suspects omicron variant effecting the results.

Manufacturer narrative:
Customer reports unexpected results customer sees in 80 pools 14 positive with cobas (competitor test kit) and just 4 with rna-star complete. Customer suspects omicron variant effecting the results. Field applications team reached out to customer to assist with troubleshooting and determined customer was heating samples before testing (off-label use). Customer was advised on best practices and provided with new lot of product. No further issues were encountered. Patient staus was not reported. No patient harm, injury or adverse health consequences were comunicated by the customer to lumiradx for the reported event.